Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a reservoir anomaly. Customer stated they were unable to fill the reservoir. It was reported the customer could not get air out of the reservoir. Customer's blood glucose was unknown. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Both reservoirs passed per inspection, and no air bubbles were noted. Checked the o-ring for defects, and none were found.